Event description:
Flushed the PICC prior to insertion. Pulled wire out of the catheter to verify that wire slides easily. Wire was a little sluggish but pulled out. Reloaded the wire for placement. Placed the PICC with no problems. Went to pull the wire out and no problems until about half way. At this point the wire met resistance, rn flushed with saline, pulled wire again and wire snapped inside of the pt. The rn was able to put on another set of gloves and pull the remaining wire out of the catheter. Catheter will be removed from pt.

Manufacturer narrative:
The complaint was confirmed. Returned for evaluation is one 5 fr dual lumen PICC catheter and one damaged tls stylet wire. The damaged tls wire was returned in two sections. The distal section contains the magnets and polymide tubing. Gross and microscopic examinations show multiple kinks and severe elongation of the polyimide tubing. Microscopic examination shows no exposed or missing magnets. Proximal to the magnets the polyimide tubing is severely compressed and elongated. The distal end of the proximal section exhibits these same characteristics. The break in the polyimide tubing and wire is seen just distal to the solid wire mandrel. These are indications the center core wire and polyimide tubing broke due to the stylet being stretched beyond its tensile limits. At this time the mechanism of damage is undetermined. The product instructions for use (IFU) states, "caution: never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approx 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed." It appears the tls stylet broke during the placement procedure. This may be a user technique issue. A lot history review (lhr) of rewc1600 showed no other similar product complaint(s) from this lot number.